Event description:
It was reported that the patient underwent and unspecified spinal procedure. It was reported that the flex arm would not tighten down to bed rail attachment, making it unable to be used. No patient complications were reported.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. The flex arm was functionally evaluated for rigidity by attempting to manually tighten the instrument. After manual tightening, the instrument was determined to be insufficiently rigid. The above observations are consistent with anticipated wear of the instrument cable.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.